Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported that a daybreak device classic experienced a component failure. Reportedly, a button came off from the bottom left posterior area of the device, and the patient believed the detached component may have been swallowed. No additional information was provided regarding the circumstances surrounding the event.